Event description:
I am type 1 diabetic, currently using the medtronic 670 g system. The system keeps asking for sugar readings and calibrations. As the user of this device, I comply with the system requested inputs. This cause the system to fail and drop back into a default mode, which requires much more use and more expense, as the system request requires a sensor change after a day or so, when they are stated to last 7 days. As a person with medical insurance, only the allot x days of supplies are covered by the insurance. So I change them at my added cost. While talking to the company their reps stated, "you are inputting too much info, even though the device is asking for the input." After sending the last two days and almost 6 hrs of talking to the company I am being to hold the cost and keep doing what I have been doing in order to the pump (device) to work properly. When I asked the service line of medtronic what point do we say it is a hardware failure, I was told after all other options which could take weeks and possible damage to myself by relying on a system that does not work, item one at a time will be replaced. Once one part of the system is replaced at a time. This will cause many weeks or trail and errors which will create many highs or lows with risk of serious health problems. I am not new to being diabetic, and using a pump. I have been a diabetic for 50 yrs, and using a pump for 20 yrs from medtronic, and this new pump has many failures that are coming out as per their statements, and that the FDA. This is a failure of the product and the FDA not telling them to stop shipping the product until the problems are fixed and those units out in service should be recalled at the companies expense and done quickly.